Event description:
On (B)(6), 2012, the patient underwent repair of a thoracic aortic aneurysm. Upon deployment of a conformable gore tag thoracic endoprosthesis, the device moved proximally approximately 5 mm. The device covered the subclavian artery; however, with a balloon the device was moved down below the artery. The patient tolerated the procedure with no problems.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.